Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a posterior capsular rupture in a patient's eye. This occurred during the hydro dissection portion of laser assisted cataract surgery.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the customer¿s complaint history for the last six months did not show any previous complaints of this kind against the system. A review of the manufacturing records for this system did not reveal a non-conformity related to the reported event. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).